Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was successfully implanted to treat atrial valve stenosis. The following day on (B)(6) 2022, complete atrioventricular block was observed. On (B)(6) 2022, a leadless pacemaker was implanted in a non-emergent procedure. The patient was reported as stable.

Manufacturer narrative:
An event of complete atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was unknown calcification was observed in the valve annulus and the final implant depth of the valve. However, per case details, the reported incident appears to be related to patient¿s past medical history. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.